Event description:
On (B)(6) 2025, the user reported persistently high blood glucose (bg), confirmed by fingerstick at 600 mg/dl, after removing the pump due to difficulty filling the infusion set. User noted being new to the device with only two hours of training, leading to confusion. Troubleshooting involved contacting a trainer, who walked them through a proper supply change. By the end of the call, bg was trending downward. On (B)(6) 2025, follow-up confirmed bg had returned to range. Symptoms included confusion. Resolution: issue corrected with proper supply change and ongoing trainer support. No medical intervention reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.